Event description:
The fse reported low ma error and the system would not make an exposure. There was no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.